Event description:
The lay user/patient called lifescan (lfs) on august 21, 2006, and alleged that the meter was reverting to the set-up mode each time the meter was powered on. The lfs foreign representative obtained the following information from the patient. The patient tested in 2006 and obtained a result of 6.5 mmol/l before breakfast, 4.7 mmol/l before lunch, 6.2 mmol/l before dinner, and 10.0 mmol/l before bed. The next day, the patient attempted to test, but was unable to, as the meter went into the set-up mode and the patient could not perform a blood glucose test. She lowered her dosage of humalog insulin when unable to test. She was taking 4 units before breakfast, 6 units before lunch, 10 units before teatime and 18 units at bedtime. The day the meter entered the set up she changed her insulin to 5 units before lunch and 8 before her teatime. The following day, she was able to test, her result before breakfast was 18.0 mmol/l. She had symptoms of thirst at the time of testing. She increase her insulin dosage to 6 units of humalog at breakfast. Her blood glucose result at lunch was 6.0 mmol/l. The patient stated that she has not removed the battery. She is able to test on most occasions after re-setting the meter, but it occurs again after powering meter off and back on. The meter issue was not resolved with toubleshooting. This complaint is being reported, as the meter issue was not resolved and the patient decreased her insulin when unable to test. The next day, the patient had symptoms and obtained a blood glucose reading of 18 mmol/l. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.